Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a forearm shunt artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.